Event description:
The in line suction catheter was attached to et endotracheal tube and after weaning parameters, the et tube and in line suction catheter could not be disconnected. New et tube adaptor had to be obtained.